Manufacturer narrative:
This rv lead was since successfully re-positioned through surgical intervention. Loss of capture no longer occurred. There were no adverse patient effects other than the additional procedure. The investigation is now considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit intermittent loss of capture one day post-implant. Sensing and impedance measurements were noted within normal limits. The physician reported no adverse patient symptoms.